Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to loss of best-corrected visual acuity (pre-op 20/20, post-op 20/33). The lens was exchanged for a same size but different diopter power lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found both haptics torn. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Due to the lens damage, the lens length could not be measured. Medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong lens, misaligned lens, rotation, tilting, etc. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).